Manufacturer narrative:
This report is submitted on august 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the electrode array was partially inserted in the middle ear and had extruded into the external auditory canal, resulting in the decision to explant the device. The implanted device remains at this time. Explantation is planned but has not occurred as of the date of this report.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.